Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: five samples and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that one syringe has a white bubble embedded in the barrel and another syringe has several scratches on the barrel with two in the scale marking area causing scale markings missing. Three syringes were found to have no defects or imperfections were observed. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged and scale markings missing defects is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3277994. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok barrel was cracked. The following information was provided by the initial reporter: in the ace compounding facility, the user found that there were few units that had the scratches and crack within the inner wall.